Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the patient received shock therapy for ventricular tachycardia. It was noted during interrogation that the egm was not available although the episode was logged on the device. The patient was discharged. No further information available.

Event description:
New information received notes that the patient condition was fine.